Event description:
It was reported that the patient underwent a posterior, lumbar fusion at ll -l4, decompression, revision, foraminotomy, and instrumentation from ll -l4 using rhbmp-2/acs. The patient has reportedly experienced physical and mental pain and suffering.

Event description:
It was reported that on: (B)(6) 2009 the patient presented with the following preoperative diagnoses: degenerative scoliosis; spinal foraminal stenosis of t12 to l4. The following procedures were performed on the patient:¿ direct lateral interbody fusion (transpsoas fusion with left-sided approach); anterior annulectomy and diskectomy of l1-l2, l2-l3, l3-l4; implantation of peek spacer packed with rhbmp-2/acs and bone graft with 12 mm height and parallel shape at the level of l1-l2, 12mm height and lordotic at the level of l2-l3 and 14 mm height at the level of l3-l4. The patient performed under nim intraoperative free-running emg and under c-arm fluoroscopic guidance.¿ per op notes: ¿the incision irrigated, 14-mm in height peek spacer and lordotic packed with rhbmp-2/acs and bone graft impacted between the body of l3-l4.¿

Manufacturer narrative:
(B)(4).